Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml morphine at 1.957mg/day via an implantable infusion pump for non-m alignant pain. It was reported that the patient stated that their doctor told them that their pump was part of a recall that can cause issues or death. The patient reported that their pump needs to be changed or come out altogether. The patient reported the pump was not functioning. No further complications were anticipated/reported.